Event description:
Journal article received: free fibular strut graft in neglected femoral neck fractures in adult. Indian journal of orthopaedics, 43(1):62-6, 2009 jan. Authors: azam, mq, iraqi, a., sherwani, m., sabir, ab, abbas m. Asif, n. Please see attached article. Synthes was not mentioned in this article, it is unknown if this is a synthes device. This study assessed outcome of non-vascularized fiber strut graft and cancellous screw fixation in neglected femoral neck fractures in the age group of 22 to 45 years. Patients were operated on between (B)(6) 1994 to (B)(6) 2001, and were retrospectively reviewed. It was reported in this study: a nonunion occurred in three patients, (9.37%) and aseptic necrosis occurred in 6 patients. In 25 patients there was satisfactory bony union. This complaint is on the 6 patients with aseptic necrosis. (7mm cannulated lag screw) this is 2 of 2 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(6). Event date: (B)(6) 2009. Operation between: (B)(6) 1994 to (B)(6) 2001. Device not returned, no conclusion drawn.